Event description:
It was reported to adac that forte scanner was set up to perform a cardiac-90 scan. Once the scan was started, the exam table moved up and the pt was pressed into the detector. Procedure was stopped, and restarted using the same equipment once the pt was ready to continue. Pt's chest was allegedly bruised, but serious injury did not occur, and medical intervention was not required.